Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine pre-discharge check. Upon review, it was observed the left ventricular (lv) lead exhibited no capture on any vector. The device was reprogrammed to deactivate the lv lead. The patient was stable.